Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and broken battery compartment. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the device failed three accuracy tests. The root cause was determined to be an out of specification expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed volume accuracy testing. There was no patient involvement.